Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.1 failed to close and was not locking up. The customer nad tried to reboot the station, but the issue still persisted. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care, since the user had to get the medications from other resources like main pharmacy or other station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-nov-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3.1 had failed. A field service engineer found a drawer with a storage space error. Troubleshooting revealed one bad cube causing the error. The fse removed the faulty cube and reseated all row boards, the retractable band, and the bus cable to resolve the issue. A functional test was performed by running the hardware testing application. The customer then tested inventory medications successfully. The system functioned as intended after the field service engineer repaired the device.